Manufacturer narrative:
Please note that the customer was using expired test strips at the time of the call. The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc blood glucose meter. Customer reported a low reading of 7 mmol/l which was lower than a lab reading of 9 mmol/l. The results when plotted on a parkes error grid fell into the "b" zone however, the max difference is "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was not performed for precision strips because the strip lot was expired. Dhrs for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving a low reading from their adc blood glucose meter. Customer reported a low reading of 7 mmol/l which was lower than a lab reading of 9 mmol/l. The results when plotted on a parkes error grid fell into the "b" zone however, the max difference is "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.